Manufacturer narrative:
The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-mar-2017 for the following meddra preferred terms: (B)(4)device breakage. The analysis in the global safety database revealed 1538 cases. Abdominal pain. The analysis in the global safety database revealed 980 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. On 16-mar-2017: update of quality-safety evaluation of ptc received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced major pain in abdomen, major bleeding (seen as genital bleeding) and one side of face that 'droops", asleep, numb. She had the inserts removed, however the surgeon did not know that he should not pull on them and, in addition, it seems that he did not remove everything (seen as suspicion of device breakage and complication of device removal). The events major pain in abdomen, major bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. During essure therapy, abdominal pain and genital bleeding may occur. No alternative explanation was given. In this case, the suspicion of device breakage occurred at time of essure devices removal. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other event, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required (removal was possibly not completed). Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ansm (reference number: r1700246) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major pain in abdomen"), genital haemorrhage ("major bleeding") and hemianaesthesia ("one side of face that 'droops", asleep, numb") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "inserts removed, however the surgeon did not know that he should not pull on them". The patient's previously administered products included implanon. In 2007, the patient started essure. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), headache ("headaches"), vomiting ("vomiting"), amnesia ("memory loss"), alopecia ("hair loss"), erythema ("red plaques on the body"), vulvovaginal pain ("major pain in vagina"), musculoskeletal disorder ("major intermittent loss of limb function"), myalgia ("muscle pain"), arthralgia ("joint pain"), fatigue ("major fatigue") and visual evoked potentials abnormal ("pathological visual evoked potentials and then normal"). In 2014, the patient experienced device breakage ("in addition, it seems that he did not remove everything") and complication of device removal ("in addition, it seems that he did not remove everything"). The patient was treated with surgery (the inserts were removed in 2014). Essure was withdrawn. At the time of the report, the abdominal pain, device breakage, genital haemorrhage, hemianaesthesia, headache, vomiting, amnesia, alopecia, erythema, vulvovaginal pain, musculoskeletal disorder, myalgia, arthralgia, fatigue, visual evoked potentials abnormal and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, device breakage, genital haemorrhage, hemianaesthesia, headache, vomiting, amnesia, alopecia, erythema, vulvovaginal pain, musculoskeletal disorder, myalgia, arthralgia, fatigue, visual evoked potentials abnormal and complication of device removal with essure. The reporter commented: after removal of the implanon the physician proceeded with placement of the essure inserts under general anaesthetic. In 2014, she had the inserts removed, however the surgeon did not know that he should not pull on them and, in addition, it seems that he did not remove everything. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced major pain in abdomen, major bleeding (seen as genital bleeding) and one side of face that 'droops", asleep, numb. She had the inserts removed, however the surgeon did not know that he should not pull on them and, in addition, it seems that he did not remove everything (seen as suspicion of device breakage and complication of device removal). The events major pain in abdomen, major bleeding and suspicion of device breakage are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. During essure therapy, abdominal pain and genital bleeding may occur. No alternative explanation was given. In this case, the suspicion of device breakage occurred at time of essure devices removal. Considering their nature, a causal relationship with essure cannot be excluded. With regards to the other event, given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required (removal was possibly not completed). Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.